Event description:
It is reported that pt underwent knee arthroscopy. During the procedure, it was suspected the locking screw of the articular surface was fractured. The surgeon plans to revise the device at a later date.

Manufacturer narrative:
Evaluation summary: the condition of the device is unk. It cannot be confirmed whether or not the screw fractured. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. The devices have been in vivo for approximately 8 years. A complaint history of the screw provided with the articular surface was performed and no other complaints were received where the screw fractured. With the information provided, it cannot be determined that exactly caused the screw to fracture. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.